Event description:
Found during routine inspection. Customer called and reported that device gives no indication that it is connected to ac power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to customer and made an offer of service for device repair.